Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that on (B)(6) 2011, she changed the insulin cartridge prior to eating and her blood glucose measured 124 mg/dl. The patient bolused 8 units of insulin and again changed the insulin cartridge and infusion set. Prior to dinner, the patient's blood glucose measured 440 mg/dl and she was positive for ketones. The patient bolused (amount not provided) and at 11:00pm, her blood glucose measured 412 mg/dl, and 389 mg/dl at 11:35pm. At 1:00am on (B)(6) 2011, her blood glucose measured 321 mg/dl and 335 mg/dl at 9:17am. At 10:00am, the patient disconnected from the infusion device and began injecting insulin via pen. She injected 41 units of ultra-rapid insulin and 10 units of lantus. At 6:00pm, her blood glucose measured 192 mg/dl. The patient believes the infusion device does not deliver the correct amount of insulin. Since switching to injection therapy, her blood glucose has decreased (109 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.